Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during fill 1. The home patient (hp) disconnected the heater bag and then reconnected it. The technical service representative (tsr) explained aseptic set up. The tsr assisted the hp in ending therapy and the hp would restart with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2012. Proper procedures were reviewed with the patient. There were no adverse effects reported in relation to this event, and therapy since has been going well.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of a single use product was confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.